Manufacturer narrative:
Per tandem¿s t:slim g4 user guide, ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin¿. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridges were filled with over 300 units of insulin. There was no reported impact to the customer's blood glucose level. Reportedly, the customer reloaded the same cartridge and received an accurate fill estimate.